Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed a product malfunction. No additional information is available at this time. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
It was reported there was foreign material present on the dressing. Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
Batch record have been reviewed; all required specifications were met and documented within the batch record. There were no discrepancies noted in the batch record related to the reported complaint issue. The production monitoring system was reviewed and there were no issues relating to the complaint issue. Preventative maintenance was completed to schedule. Machine logs were reviewed and there were no issues relating to the complaint. A photograph has been received for this complaint which was evaluated . The photograph is of a convatec product with the expected lot number and supports the malfunction issue reported. No physical sample has been received therefore we cannot test to evaluate what the foreign matter is. This issue will be monitored through the post market product monitoring review process. No additional information is available at this time. Should additional information become available, a follow-up report will be submitted. (B)(4).